Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/15/2020. Please see attached medical records. - attachment: [6.28.17 biopsy_redacted.pdf, path report from sx 6.21.17_redacted.pdf]

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: I have just spoken with the surgeon and he remembers the case and patient well, he used a psee60a with a gst60d for the side to side firing for the lap right hemicolectomy. Dr (B)(6) tested and palpated the new anastomosis, and all was great from his opinion at time or surgery. The patient then presented 12 hours later with pain at hospital emergency in which the surgeon reviewed the patient and found once he went back in that ¾ of the anastomosis had fallen apart but interesting all the staples had formed and were perfect b¿s. The surgeon then converted the patient to a stoma and has recently reversed his stoma about 3-6 months ago after his chemotherapy had finished. Within the case as well the patient was in the head down position on a gold jelly mat and slid off the table. The anesthetist caught the patient, but he did sustain injuries to his shoulder from this slide. The patient then from this injury lost his job and is in negotiations with the hospital for damages incurred. The surgeon has said the powered echelon stapler did its job and fired correctly and worked 100% in his opinion hence why there was no product complaint given or informing of this incident.

Event description:
Report was received via a letter from patient's legal counsel, (B)(6) lawyers, dated 04 sep 2019: the details of the event are as follows: the claimant underwent surgery at (B)(6) hospital on (B)(6) 2017 to remove adenocarcinoma of the colon. The procedure was a laparoscopic right hemicolectomy. As part of the procedure, the surgeon utilised a surgical stapler and staples to close the bowel. The device used was an echelon 60. Following complications post-surgery, further surgery was undertaken on (B)(6) 2017 by way of laparotomy with the surgeon discovering 'longitudinal staple line failure (completely failed apart from a 4mm bridge mid staple line). The claimant's surgeon informed him that the staple line failure had occurred as a result of 'misfiring' of the stapler device and that discussions had been held by the surgeon with the product representative concerning the issues. List of injuries sustained: - bowel injury; - requirement for stoma; - alteration of cancer treatment from tablet based on chemotherapy to IV based chemotherapy; - abdominal pain; - abdominal discomfort; - septic shock; - anastomotic leak; - additional invasive surgeries; - ongoing gastroenterological issues; and - psychological injury.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).